Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 218 mg/dl, 100 mg/dl, and 103 mg/dl. No high or low blood symptoms reported. No quality controls used. No adverse event reported. No action was taken based on device results. The customer did not provide the location where the discrepant results were obtained, or how long they have been occurring. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, comfort curve test strip lot number 549092, expiration date 08/31/2007.